Event description:
Customer reported false low patient results were generated for all modular chemistry (mc) which include glucose module (glucm), sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (ca) involving the dxc 600i clinical chemistry system. The customer also noted qc results were in the lower limit. The exact number of erroneous results is unknown as patient data was not provided or available for review. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter customer support specialist assisted the customer troubleshoot over the phone. The customer indicated that all modular chemistries generated false low results after replacement of modular chemistry (mc) sample syringe. The customer attempted to calibrate the system after low results, and calibration also failed. A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the unicel dxc 660i synchron access clinical system. The fse while onsite inspected the instrument and found black debris on the ise (ion selective electrode) electrolyte injection cup (eic) and determined modular chemistry (mc) sample syringe from customer stock was defective. The fse removed debris from eic cup and replaced the mc sample syringe to resolve all issues. No further issues noted after part replacement and cleaning of eic cup. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case- (B)(4).